Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is no longer feeling stimulation from his scs system. It was also reported the patient has not used or recharged his system in approximately 1 month. The sjm representative met with the patient and was unable to establish communication between the patient's ipg and charger. The patient's programmer also reflects a communication error. The patient's ipg appears to be inoperable. X-rays are to be taken and the patient may also undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model.